Manufacturer narrative:
Updated sections: d4,g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory on 07/06/2020. An investigation was conducted on 07/27/2020. Signs of clinical use and heavy amounts of blood was observed on the delivery device with some blood observed on the loading device. The seal and tension spring assembly was observed inside the delivery device. The seal was observed to be in a taco shape, with a piece of the seal hanging outside the delivery tube. Blood was also observed on the seal. The white plunger on the delivery device was not depressed and the blue slide lock dis-engaged the seal and tension spring assembly was removed from the delivery device and a strand of the seal was observed to be unraveled from the body of the seal. No measurements of the delivery tube were taken due to the presence of blood which indicates that there was an attempt to introduce the device into the aorta. The base of the delivery tube was observed to be bent slightly closest to the base of the delivery device. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed but was confirmed for the analyzed failure "unraveled material" as well for the analyzed failure "material twisted/bent tube". Additional complaint record has been created due to unrelated failure mode (s) tw ID # (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.